Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple failed battery test alarms, the insulin pump would turn off and on with the failed battery test alarm. Customer's blood glucose was unknown. During troubleshooting, customer mentioned the threshold suspend was triggered, but he didn't have low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.